Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The drill bit got bent during the case. It was noticed after use. The customer is not sure when the drill bit bent. The procedure was completed satisfactorily and there was no patient impact, delay, or intervention required.